Manufacturer narrative:
The tip cover has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon indicated that arcing was observed from the mcs tip cover accessory. However, at this time there is no evidence that the patient was harmed or injured because of the reported issue.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon observed arcing involving the use of a monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. According to the surgeon, energy was seen leaving the tip cover in an abnormal location. The mcs instrument and mcs tip cover accessory were removed. The surgeon examined the tip cover and found a pin hole with a burn mark. The mcs tip cover accessory was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. The site was using a valley lab force fx electrosurgical unit (esu) with a setting of 30. The surgical procedure was not recorded. Electro lube was applied to the mcs instrument prior to installation of the mcs tip cover accessory. During the surgical procedure, the mcs instrument was installed on patient side manipulator 1 (psm1) and a prograsp forceps instrument was installed on psm3. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument.